Manufacturer narrative:
Follow-up #1: date of submission 3/12/15. Device evaluation: the device has been returned and evaluated by product analysis on 02/25/2015 with the following findings:. Battery compartment crack found from the battery compartment threads to the case seal. Signs of moisture in the battery compartment. Opened pump; moisture found in pump. Display distorted due to moisture detected on the display connector.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Initial reporter: (B)(6).